Event description:
It was reported by the affiliate that these (3) devices were collected by the hosp along with ees# 78895, with no info available other than there was no pt consequence and the gaskets are torn.